Event description:
It was reported that the pump declared an alarm during pumping, indicating an issue with the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in trying to load a new cartridge, but the cartridge alarm recurred. Consequently, technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy to ensure uninterrupted insulin delivery.